Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the third inflation. (The number of atms reached on the first two inflations is unknwon). The lesion being treated was calcified and 95% stenotic lestion in the mid rca. No patient injuries or complications were reported.